Event description:
It was reported that a shaft break occurred. During a procedure, and while outside the patient, a 2.50mm x 30.00mm agent drug coated balloon (dcb) hypotube kinked and broke. The procedure was completed with a different device. No patient complications resulted in relation to this event. It was further reported that the cause of the break was due to a hypotube kink. It was noted that the exact location of the break was not checked. No patient complications resulted in relation to this event.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an agent (dcb) balloon catheter. The device was visually and microscopically examined. At 78.3cm from the strain relief, the hypotube was separated. The separated ends were ovaled in shape indicating the device was kinked prior to separation. At 29.9cm from the distal segment of the separation, the shaft was severely kinked proximal to the guidewire lumen. There was contrast in the inflation lumen. The balloon was tightly folded. Product analysis confirmed the reported kink and break as there was separation of the hypotube and a shaft kink to the device.

Event description:
It was reported that a shaft break occurred. During a procedure, and while outside the patient, a 2.50mm x 30.00mm agent drug coated balloon (dcb) hypotube kinked and broke. The procedure was completed with a different device. No patient complications resulted in relation to this event. It was further reported that the cause of the break was due to a hypotube kink. It was noted that the exact location of the break was not checked. No patient complications resulted in relation to this event.

Event description:
It was reported that a shaft break occurred. During a procedure, and while outside the patient, a 2.50mm x 30.00mm agent drug coated balloon (dcb) hypotube kinked and broke. The procedure was completed with a different device. No patient complications resulted in relation to this event.